Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope was not displaying an image. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event. Additionally, a potentially unrelated reportable malfunction was found during the device inspection by olympus; foreign material was found on the plastic distal end cover of the bronchovideoscope¿s channel tube.

Manufacturer narrative:
Updated fields: h3, h6, h11. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection and the customer complaint was not confirmed. Based on the results of the investigation, during device handling by the user, water invaded the device. Subsequently, abnormality occurred in electronic parts, which led to temporary loss of image. The loss of image was not reproduced during device inspection. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.